Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "cable broke inside patient and could not get the instrument out.¿ failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. The root cause of a broken grip cable was attributed to a component failure. The instrument was found to have a broken pitch cable under the proximal clevis. No material appeared to be missing. Failure analysis found an additional failure of a broken pitch cable under the clevis to be related to the customer reported complaint. The root cause of a broken pitch cable was a component failure. In addition, the instrument had a broken main tube at the distal end. A broken piece, measuring roughly 0.38 x 0.12¿ in size, was not returned. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of a broken main tube to be related to the customer reported complaint. The instrument was also found to have a broken conductor wire under the clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Failure analysis found the additional failure of a broken conductor wire to be related to the customer reported complaint. The root cause of the broken pitch cable was a component failure. A review of instrument log was performed. Per the review, the device was last used on (B)(6) 2020 on system (B)(4) for 00:22:49. The fenestrated bipolar forceps had 6 uses remaining after the last use. The instrument has a maximum of 10 uses. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video was provided. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the force bipolar forceps instrument broke inside of the patient. The broken piece was retrieved during the same procedure. Although there was no patient harm, adverse outcome or injury reported, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a cable broke inside of the patient on the fenestrated bipolar forceps instrument. The customer was not able to retract the instrument on its own and had to pull out with the port, and then break the instrument to get it out of the port. The broken piece was retrieved. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: there is no additional information available.